Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be a lack of solvent at the junction of the tubing and the stress member. Awareness training for all applicable manufacturing operators was conducted in (B)(4) 2012.

Event description:
Baxter australia received a report that an infusor had its tubing separate from the device. It was reported, that the customer "flicked" the tubing to remove an air bubble and then the tubing had separated causing a leak. This event occurred after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received one sample for evaluation. Upon receipt, fluid was noted in the bag that contained the sample which indicated that a leak had occurred. Visual examination of the unit confirmed the delivery tubing completely detached from the stress-member. Further examination of the detached end of the tubing found no evidence of solvent and noted that the edge of the tubing was smooth. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.